Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of not being able to see the glucose data on the eversense app as it kept showing "data is being collected". The issue was escalated to next level support who reviewed the transmitter diagnostic log and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 4 august 2025, the user reported that glucose data were not being displayed in eversense app. Upon escalation analysis, a sensor replacement was issued due to a system performance deviation. Visual inspection of the returned sensor revealed no anomalies. A review of the dms data confirmed that the sensor glucose was blinded from 4 august 2025, 10:26 am through 5 august 2025, 10:27 am, with a sensor check alert asserted to the user. This alert is triggered by the system when it detects reference channel instability. The instability was potentially caused by delamination of an internal sensor component. A replacement sensor was provided to the user by the distributor. B4.date of this report 02 nov 2025. G3.date received by the manufacturer? 02 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.